Manufacturer narrative:
Date sent to the FDA: 08/29/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/20/2021.

Manufacturer narrative:
Date sent to the FDA: 08/13/2021. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted the mesh was removed due to extensive adhesions, particularly with the right spermatic cord. This led to a second procedure on the same day to perform right inguinal orchiectomy for resecting a dead right testicle and cord. It was reported that the patient experienced an unknown event. No additional information was provided.